Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the insertable cardiac monitor (icm) exhibited noise. No intervention was performed. The clinic will continue to monitor. The patient was in stable condition.